Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2013 - the analysis report was updated. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the x-ray image returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received x-ray image was inspected. Intersection points between the kainox and its partner lead, both implanted in the rv, were noted upon inspection. The image shows an area of interaction where the two leads pass through the tricuspid valve, where the conductor exposure mentioned in the complaint description is recognizable. Based on the inspection of the x-ray image, it is reasonable to assume that the exposure of the conductor resulted from an outside abrasion as a result of interaction with the partner lead in the region of the tricuspid valve. However, no definite conclusions regarding the root cause can be drawn from the information available for analysis. In summary, the lead under complaint was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
The patient had the kainox lead implanted on (B)(6) 2000 and had unstable r-waves so the pace/sense portion was capped during the implant. The shocking coils were still used and an elox lead was implanted for pace/sense. Presently, upon fluoroscopy for a lead revision of the elox pace/sense lead which had sensed noise on it, the kainox was revealed to have conductor exposure. The kainox lead was completely capped and is no longer in use.